Event description:
It was reported that a malfunction alarm occurred. Additionally, the pump time and date were incorrect after the pump had been reset. During troubleshooting with tandem technical support, the customer corrected the time and date, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Customer¿s blood glucose level was 88 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.